Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. All of the buttons functioned properly and no moisture damage was noted inside of the insulin pump. The insulin pump had cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the display on the customer's insulin pump was blank. Her blood glucose was not known. The customer stated the insulin pump had been exposed to moisture. The customer stated the battery cap was a little bit off. She stated the screen started to come up, after tightening the battery cap. The insulin pump gave a battery out limit alarm during normal use. The customer stated she had received several failed battery test alerts. Troubleshooting could not be completed as the customer could not remove the battery cap. A self-test was passed. The customer also stated she experienced a low blood glucose of 49 mg/dl the night prior to reporting the insulin pump issues. She treated with food. The reservoir showed the same amount of insulin as shown on the status screen. At the time of reporting, the customer's most recent blood glucose was 290 mg/dl. She was advised to discontinue use of the insulin pump if the battery were to go low. Nothing further reported.